Event description:
The facility reported a pump that was "underinfusing". The reported event occurred during biomedical testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported.